Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Per review of wo, patient completed therapy, patient was fine. Functional tests performed for arctic sun and verified temperature is within service manual. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer said unable to heat up patient temperature in an arctic sun device. Per review of wo, patient completed therapy, patient was fine.